Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. On 8/14/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection of the returned product indicated the device looks normal. The integrity of the catheter was not compromised. Then per the reported event, an outer diameter (od) test was performed and the catheter passed specifications. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode #15. Further examination revealed that the lead wire #15 was broken causing the improper signal condition. A manufacturing record evaluation was performed for the finished device and no internal action related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the wire breakage cannot be determined. The IFU states use of this catheter may not be appropriate for use in patients with prosthetic valves. A relative contraindication for cardiac catheter procedures is active systemic infection. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for persistent atrial fibrillation, the pentaray nav high-density mapping eco catheter became stuck in the patient¿s mechanical valve. The physician was advised that according to the product¿s instructions for use ¿IFU¿, the usage of the device is contraindicated in patients with prosthetic valves; however, he decided to continue the procedure using the pentaray nav high-density mapping eco catheter. Two catheter splines were caught in the valve and became loose but still attached to the catheter. The damage did not result in exposed wires. The rings that were caught were mangled by the valve. There was no difficulty in insertion or removal of the catheter. The sheath used during the case was a baylis torflex, 8.5 french. The catheter was not pre-shaped. The doctor isn¿t sure how the splines came loose from the valve. He spent a few minutes pushing and pulling before they released. No surgical intervention or additional removal devices were required. No patient consequences were reported.